Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that casepart-(B)(4) had pin 11d is bent on the odu-mac connector of the returned cable. A continuity test revealed an open from pin 3 of the large lemo connector to pin 3b of the odu-mac connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient present. It was reported that there was no red injected in the oculars.